Manufacturer narrative:
Ge healthcare's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific info and to investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Ge field engineering performed several tests on the system which indicates that the mr system was within specs. There was no evidence or allegation of a system malfunction. The system is designed to comply with iec (B)(4), including the requirements intended to minimize the likelihood of pt warming. The ge healthcare mr safety guide 2381696-100, rev 11, states: "rf can cause localized heating at contact points between the pt/bore and pt/rf coil resulting in discomfort or burns."

Event description:
It was reported that a pt sustained a burn on his left hip and his left thumb after a lumbar spine exam. The pt was positioned head first and supine, and the pt's arms were positioned at his side. The combined size of the two blisters was 2.2 cm. The pt was taken to the emergency room. No further details regarding medical treatment were provided. The pt was not padded away from the bore or to prevent skin to skin contact. The pulse sequences used were 3 pl loc, sagt1 fse, sag pdfrpse, axt2 frfse, sagt2 frfse, axt1 frfse, and sag stir. The pt was scanned for seven series. The duration for the series was as follows: 3pl loc = 00:20; sagt1 fse = 2:36; sag pdfrpse = 2.13; axt2 frfse = 3:56; sagt2 frfse = 2:30; axt1 frfse = 4:23; and sag stir = 3:12. The total duration of the scan series was 25 minutes.